Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during post dilatation of a stent, the voyager nc was inflated to nominal pressure; however, the balloon ruptured. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was no other damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to check for leaks or rupture. The balloon would not pressurize due to the thick blood and contrast in the inflation lumen. Left the catheter pressurized overnight. There was a longitudinal rupture on the balloon above the distal marker. The longitudinal rupture was at the distal end of the distal marker extending proximally for a length of 1 mm. There was a scratch on the balloon above the rupture. Product performance engineering reviewed the incident information and the analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient prep. The balloon catheter was returned with blood and contrast visible on the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. There was a scratch evident on the outer surface of the balloon adjacent to the rupture site. This suggests that the balloon material may have exhibited mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this may cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices, the previously implanted stent and/or the anatomy, such that the balloon ruptured upon inflation attempt during the procedure. Overall, based on the information received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot, and all on-line inspections and lot release testing met manufacturing criteria. This MDR is considered closed by the product performance group.